Manufacturer narrative:
The balloon catheter, 2af283 with lot number 04087, was returned and analyzed. Visual inspection of the balloon catheter sowed it was intact with no apparent issues. Smart chip verification showed the catheter was used for 14 injections. The balloon catheter passed the performance test and electrical integrity test as per specification. Inflation showed a kink on the guide wire lumen under the balloon segment. Dissection showed a guide wire lumen kink at 1.34 inches from the tip inside the balloon. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter and sheath subsequently tested out of specification per the manufacturer's investigation.